Event description:
The customer reported that during dialysis treatment, the pt may have received air before "air in blood" alarm triggered. The pt's symptoms were: shortness of breath, coughing and anxiety. The pt's was placed on left side and given 100% oxygen. The situation was solved in about 5 minutes. The pt did not complete the treatment. No pulmonary embolus was reported.